Event description:
It was reported that the patient received three shocks due to noise on the right ventricular (rv) lead. It was noted that there were over 15 ,000 short interval counts (sic). It was thought to have a conductor fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: continued: 419678 implantable pacing lead (B)(6) 2009; 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).